Event description:
It was reported that the screw broke upon insertion in femur. Broken pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 8mmx25mm (B)(4) screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. Approximately 5mm of the screws distal threads have broken off and were not returned for examination. The break is angular in nature. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint.